Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-may-2019 with the following findings: during investigation, all the keypad buttons were responsive to user input. No damage or peeling to the keypad was found. The keypad was removed and no evidence of contamination was found on the button contacts. The alleged keypad button issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.